Manufacturer narrative:
Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error during bolus. The customer stated that they explained and cleared alarm and passed the displacement test. No harm requiring medical intervention was reported. The device will be returned for analysis.